Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic clip at the adapter end of the analyzer cables detached during the sterilization process and the cables were then unable to sit securely into the programmer. It was further reported that there had been no change to the sterilization process. The cables are expected to be returned for analysis. There was no patient involvement.